Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was able to cross without problem but it ruptured when inflated at 6atm. The procedure was completed with another of same device. No patient complications were reported.